Event description:
It was reported the device was used during a colon procedure. It was reported the surgeon fired the tlc55 across meckel diverticulum. The instrument appeared to fire correctly and staples appeared formed correctly, but the staple line had poor hemostasis. Instrument also reported by surgeon as hard to fire. Hemostasis was obtained with suture. There was no consequence to the pt.